Manufacturer narrative:
Results - one used unit was received for analysis. Visual examination of the unit showed that tubing detached from the nozzle of the dripchamber. Further observation showed that there is uneven cutting edges on the tubing and upon measurement shows that there was a gap of more than 2mm between the tubing and nozzle of the drip chamber on the returned device. Conclusions - a corrective has addressed the following: 2006 - the production associates were re-trained regarding visual inspection criteria for no gap between the tubing and the drip chamber. Three days later - the supplier implemented 100% inspection for the first 3 lots starting september (after training) for no gap between tubing and drip chamber during their outgoing inspection as per the update procedure to prove effectiveness of training. Approx three months later - an on-site audit was conducted at the supplier location as a follow up for actions taken on the complaint. The audit outcome showed relevant actions had been taken. Additional improvements are currently being implemented and are as follows: to implement a new cup for solvent which has a minimum mark for the solvent level of 14mm. As of next production. To implement a work instruction to hold the tube to the dripchmaber for 1 second, to avoid tube sliding back, as of next production. To change tube cutting system to allow a better rectangular cut - implementation.

Event description:
The tubing detached from the drip chamber during an operation at the ICU. The unit was removed and a new unit was placed.